Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported via phone call that emergency medical service brought them to the hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer was treated with the intravenous saline, insulin and insulin pump. Customer has been vomiting prior to hospitalization. High blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event began on (B)(6) 2020. The doctor believes the insulin pump was not working. Customer declined to check their settings.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08720 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that emergency medical service provide to the customer and then he was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 784 mg/dl at the time of hospitalization. The vomiting is the significant event that lead to hospitalization. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin. The customer did not allege under delivery on insulin pump. The insulin pump will be returned for analysis.